Event description:
Customer claims to have hear pierced with the inverness ear piercing system at a retail user on 1/17/98. On 2/11/98, she sought medical attention due to embedment. The earring was surgically removed.